Event description:
It was reported to nova biomedical that a consumer completed two blood glucose tests receiving readings of 130mg/dl and 103mg/dl. She subsequently drove her car, had an accident and was taken to the hospital where her blood glucose reading was reported to have been 30mg/dl. Post event, the customer performed two control solution tests on the meter and received results both out of range.

Manufacturer narrative:
Nova biomedical is awaiting the return of product to conduct a quality investigation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.